Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified cartridge issue. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to an alternate form of insulin therapy.